Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had produced a clicking sound each time it was opened and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the magnet in the main drawer had fallen out. The latch was replaced. All full-height drawers requiring magnet replacement were inspected. Magnets for drawers 5 and 6 were also replaced. The fse checked all components, cleaned debris, and reseated cables. Functional tests were performed to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.